Event description:
It was reported that the patient experienced increased symptoms of dyspnea. It was determined that the left ventricular (lv) lead dislodged. The lead was repositioned and remains in service. No patient complications have been reported as a result of this event. The patient is enrolled in the (B)(6) study.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 693565 lead implanted: (B)(6) 2011; 407652 lead implanted: (B)(6) 2011. (B)(4).